Event description:
Additional information received from a healthcare provider (hcp) indicated that the device diagnosis was reported as inability to control pain with current catheter placement

Event description:
On 2015-12-23, additional information received from an healthcare provider (hcp) reported that with regard to the relationship of the event to the implant procedure, it was related to the pump pocket (incisional site/device tract) and the surgery/anesthesia (as previously reported). Additionally, it was reported that the patient had died on (B)(6) 2015 of colon cancer. Additional information regarding the root cause of the lack of pain control with the catheter placement and whether it was either not implanted at the intended site, or if it had migrated, was requested. If additional information is received, a follow-up report will be sent.

Event description:
On (B)(6) 2015, the patient contacted the clinic reporting swelling at the pump site. She was scheduled for same day evaluation. Examination revealed a pump pocket seroma. No actions were taken. The device system was delivering dilaudid and bupivacaine. On (B)(6) 2015, the patient had poor pain control, numbness, tingling, and metallic taste in mouth. The patient went to the urgent care. The clinical diagnosis for the numbness, tingling and metallic taste was intrathecal medication side effects. On (B)(6) 2015, the patient came for an unscheduled clinic visit and clonidine and baclofen were added to the pump and reprogramming was done. On (B)(6) 2015, the patient had ptm (personal therapy manager) side effects. The patient reported an episode of dizziness and then passing out following ptm activation. The patient visited the urgent care and emergency room. Reprogramming was done on (B)(6) 2015 and (B)(6) 2015. On (B)(6) 2015, the intrathecal daily rate was increased and the patient had pain at the pump site. No action was taken with regards to the pain at the pump site. On (B)(6) 2015, the numbness, tingling, and metallic taste in mouth resolved. On (B)(6) 201 5, the catheter was repositioned, as pain control was not achieved with the current catheter placement. On (B)(6) 2015, that pain at the pump site had resolved, the intrathecal rate was increased and the patient had an episode of dizziness following a clinician ad ministered therapeutic bolus in the clinic. On (B)(6) 2015, the pump was refilled with increased concentrations of hydromorphone, clonidine, and baclofen; the pump was also delivering bupivacaine. The severity of the event was noted to be ¿mild¿. As of (B)(6) 2015, the outcome for the seroma at the pocket site, poor pain control, and the ptm side effects was reported as ¿ongoing¿.

Event description:
On 2016-01-11, additional information received from a healthcare provider (hcp) reported that the old etiology (previously reported was noted as "surgery/anesthesia" with respect to tdd-6 (pump pocket seroma), but the new etiology was not noted. No additional information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, additional information received from an healthcare provider (hcp) reported that as of (B)(6) 2015, the patient's pump pocket seroma had resolved without sequela.; it was specified that the event was related to surgery/anesthesia. As of (B)(6) 2015, the patient's ptm side effects had resolved without sequela; it was specified that the ptm side effects were related to the clonidine, baclofen, bupivacaine, or hydromorphone. As of the time of the study exit/death/study closure, the patient's poor pain control was unresolved.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly, catheter had acceptable testing. The catheter returned was incomplete.

Event description:
Although there was no information regarding an explant, the pump and catheter were returned.